Event description:
Per complaint (B)(4), a patient developed an abscess one week after their dental implant procedure. The implant was explanted and guided bone regeneration was performed with 50/50 mineralized cortical-cancellous bone. Infection and inflammation were also reported.

Manufacturer narrative:
The follow-up is to correct the complaint number to 45453.

Event description:
Per complaint (B)(4), a patient developed an abscess one week after their dental implant procedure. The implant was explanted and guided bone regeneration was performed with 50/50 mineralized cortical-cancellous bone. Infection and inflammation were also reported.